Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No difficulties were noted when using telemetry.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated with a programmer but the patient name information did not come through properly. The model/serial information was able to be transmitted successfully and a magnet reset was able to elicit tones. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced as it continued to experience interrogation problems. No additional adverse patient effects were reported.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated with a programmer but the patient name information did not come through properly. The model/serial information was able to be transmitted successfully and a magnet reset was able to elicit tones. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced as it continued to experience interrogation problems. No additional adverse patient effects were reported.